Manufacturer narrative:
No further information was available after multiple requests. Reference: (B)(4).

Manufacturer narrative:
Patient information: unavailable. Initial reporter information: unavailable. (B)(4). Multiple attempts were made to obtain additional information.. However, no further information on the event could be obtained, and the device was not available for return or evaluation. The device history record (DHR) was reviewed, and the device passed final acceptance with no non-conformances at the time of manufacturing. From the acuson acunav ultrasound catheter directions for use: adverse reactions adverse events related to cardiac catheterization have been documented. Adverse events related to cardiac catheterization include (but are not limited to): femoral artery or vein injury, thrombosis, pseudoaneurysm, cardiac perforation, air embolism, pulmonary embolism, myocardial infarction, valve or structural cardiac damage, cardiac tamponade, pneumothorax, hemothorax, arteriovenous (av) fistula, stroke, and death. Reference (B)(4).

Event description:
A patient underwent an endovascular cardiac procedure for treatment of atrial fibrillation, using an acunav ultrasound catheter for intracardiac visualization. Pulmonary vein isolation was conducted, and the left and right sides were isolated in one round. Isp + induction did not recur, and the procedure was ended. After the procedure, echocardiography showed a small amount of pericardial effusion, although the blood pressure did not decrease, and the patient left the ward. However, since the amount of pericardial effusion increased in the ward, drainage was performed. The pericardial fluid was reddish black in color, and the physician determined the bleeding was from the right atrium. The cause was undetermined. No further information was available after multiple requests.